Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The left ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the guidewire failed to advance was confirmed. As received, a complete lead was returned in one piece for analysis. A visual inspection was performed and it was revealed that the inner coil was bunched with pieces of ptfe coating of the guidewire between the inner coil at the proximal region of the lead. The cause of the guidewire failed to advance was due to the inner coil being damaged which is consistent with the procedural damage. No other anomalies were seen.